Manufacturer narrative:
The product associated with this report was not returned to ebr for analysis; therefore it cannot be determined if the device was part of a previously reported complaint. Because the information provided is limited and the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Ebr will submit a supplemental report if additional relevant information becomes known.

Event description:
Ebr systems received a voluntary medwatch report, on 10 jun 2025. This report details a device malfunction stating "wise battery change for premature depletion secondary to faulty generator. Following generator.change battery depleted within 2 weeks". The report ID is mw5168089. No additional information was received and no adverse patient sequelae was reported.